Event description:
"Removal fractured intrathecal catheter" the device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.